Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer sometimes experience high blood glucose which was 25 mmol/l and 18.6 mmol/l and treated it with manual injection. Customer's current blood glucose value was 13 mmol/l. Customer alleged that insulin pump was under delivering for which customer was assisted with trouble shoot. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for further analysis.